Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented gray metallic coil into 2 pieces') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst, teratoma and dermoid cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic ovarian cystectomy,bilateral salpingectomy,removal of essure coils.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented gray metallic coil into 2 pieces') and fallopian tube perforation ('perforation of fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, teratoma and dermoid cyst. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("severe pain"). The patient was treated with surgery (laparoscopic ovarian cystectomy,bilateral salpingectomy,removal of essure coils.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered device breakage, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif was received. New events fallopian tube perforation, severe pain were added. Date of insertion was added. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented gray metallic coil into 2 pieces') and fallopian tube perforation ('perforation of fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, teratoma and dermoid cyst. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("severe pain"). The patient was treated with surgery (laparoscopic ovarian cystectomy,bilateral salpingectomy,removal of essure coils.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered device breakage, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.